Manufacturer narrative:
Result: erroneous result obtained. Conclusion: a definitive root cause for the event has not been determined. This is the second of three related medwatch reports pertaining to erroneous total bilirubin results from the same customer. The other two medwatch report numbers are: 2050012-2011-02063, 2050012-2011-02186.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report an erroneously high total bilirubin result for a patient sample assayed with the total bilirubin reagent on an au5421 chemistry system random access chemistry analyzer. The patient result was reported out of the laboratory. It is unknown if there was any impact to patient management due to the erroneously high total bilirubin result. The customer reported that quality control results were within their expected ranges prior to the event occurring. Following the event, it was observed that there was a very small volume of total bilirubin reagent remaining in the reagent bottle. Bci advised the customer to recalibrate total bilirubin on the analyzer with fresh reagent and to repeat the total bilirubin assay. The customer reported that after recalibration with fresh reagent, an expected lower total bilirubin result was obtained for the patient sample. A definitive root cause has not yet been determined for the event.